Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd needle precisionglide 18x1-1/2in had foreign matter. The following information was provided by the initial reporter translated from portuguese to english: needle12x40 lot 2153919 (300017) 18 pieces reason: 7 units - suspected puncture in the packaging due to extension at the tip of the protective cover reason: 1 unit - break in protective cover reason: 9 units - foreign body (5 adhered black spots, 4 foligens similar to plastic threads on the cannon, and 1 glue leak).

Manufacturer narrative:
Sample and photos received by our quality team for investigation. Through visual inspection, black dots, epoxy, shield damaged, and package damaged are observed. Further evaluation was performed, foreign matter appears to be dirt. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Foreign matter-dirt: possible root cause is associated with the molding process. Parts from molding to assembly area are transported with vibration and vacuum, protections are installed in transport system and equipment to avoid damage on product. Epoxy: the adhesive used to join the cannula with the hub, this condition is part of the assembly process and when it occurs, the length of the injectable area is verified. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time. Shield damaged: possible root cause is associated with the needle assembly threading problem. Packaging damage: functional testing was performed, no holes or open seal observed. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures.

Event description:
Additional information received: please confirm date the event occurred? A: we used the entire lot claimed, and at the end of the period of use I notified the deviations (between november 2023 and january 2024). You have mentioned there are several packages comes with tight seal/tear and those are discarded, could you please confirm quantity affected and please confirm issue with those packages. A: there are packages in which the weld between the plastic and the paper is very firm/sealed, and when you open the package as standard, the paper part tears due to the strong adhesion with the plastic. I don't have an exact number because they were discarded when they were opened, but there were around 15 units. All the samples are available for collection. They are all as shown in the pictures, in their original packaging, sealed or opened, but without contamination. It is not possible to confirm the foreign body, they are round and dark, as can be seen in the photographs sent.